Event description:
Pt's nurse reported that the pt's infusion on sunday, (B)(6) 2026, was completed via gravity due to a pump error stating "20 lithium battery replacement required". It is unknown if the pt experienced any adverse events due to the product issue. The device serial number was not provided. The pump is available for return upon the pt receiving return shipping materials. Pt is infusing 16gm/160ml gamunex-c 10%, made up of 3-5gm/50ml vials and 1-1gm/10ml vial. No additional details, dates, or information provided. Indication: encephalopathy, unspecified, and lennox-gastaut syndrome, intractable, without status epilepticus.